Event description:
It was reported to philips that the device was unable to capture live images. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image displayed abnormally as a black image. Upon inspection, the philips engineer found that the fluoro storage not possible due to an image disk problem. To resolve the reported issue the customer was instructed to do image recreation. The customer recreated the image. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.